Manufacturer narrative:
Date rec'd by MFR: 26jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The fse replaced the touch screen, printed circuit board assembly, and user interface at the same time. The problem was resolved. The unit passed the visual check and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 09oct2019. Date of report: 09oct2019. The touchscreen was returned for failure investigation. From analysis, it was determined that the resistance and resistance ratios were out of specification on the returned part.

Event description:
The customer reported touch screen failure. There was no patient involvement.